Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infected defibrillator. The leads were partially removed and capped, and the implantable cardioverter defibrillator (ICD) was explanted. Five days later a new ICD system was implanted. No further patient complications have been reported as a result of this event.